Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device was disposed of and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) , 2019. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a 15mm stone. The pull wire was broken when the distal tip of the trapezoid basket was attempted to be released, entrapping the stone inside the basket. The basket was successfully removed from the patient's bile duct but the stone could not be removed. The procedure was completed with this device. There were no patient complications as a result of this event.